Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with defib (?) Electrodes. According to the reporter, the device alarmed and powered down by itself. No adverse affects to the pt were reported as a result of the alleged malfunction.